Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reload the same cartridge, which resolved the issue, allowing them to successfully load a cartridge onto the pump and resume insulin.